Event description:
Reporter indicated that patient was found dead, in a ditch, behind the wheel of a car with a high blood alcohol level. Physician indicated that ncp system was not related to cause of death.